Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On june 02, 2009, the lay user/patient contacted lifescan (lfs), alleging that his one touch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue began on the morning in the day of event. As a result of the issue, the patient claimed he continued to take his usual dose of oral medication (metformin and glyburide) and insulin (lantus) daily. A few days after the alleged issue started, the patient reported developing symptoms of shakes, sweats, nausea and chills. As a result of the symptoms, the patient stated that he went to see his physician on the morning about three days later. At the time of the doctor's office visit, the patient stated that he obtained a blood glucose reading of "600 mg/dl" when tested with the doctor's meter. The patient reported that his physician treated him with 18 units of regular insulin and changed his diabetes regimen to include novolin r. At the time of the troubleshooting, the cca noted that the patient reported that he replaced the subject meter's battery as recommended in the owner's booklet. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported, because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly was treated for hyperglycemia by an hcp after the alleged meter issue began.